Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the batteries aren't lasting on the insulin pump. Customer changed the battery this morning. Customer stated that they had a low battery alert, weak battery alarm, battery out limit alarm, bad battery alert, and a failed battery test alarm. Customer's blood glucose was 7.2 mmol/l. Customer uses sensors with the pump and uses brand new batteries provided by medtronic. Customer was advised that the failed battery test alarm needs to be cleared before a new battery is inserted otherwise this alert will occur each time a battery is inserted. Customer has lots of weak signals and lost sensor issues. Customer was advised that this drains the battery more. Customer mentioned that she had issues with the battery cap and there is no visible damage to the battery compartment. Customer will clean the battery contacts for the meantime. Customer will monitor the pump.